Event description:
Event description guidant received information that this implantable ventricular lead was observed to have high threshold values at a follow-up visit. As the lead was suspected to have dislodged, a lead revision was scheduled. However, tissue growth around the lead prevented it from being repositioned. The physician successfully explanted the dislodged lead implanted a new one. The explanted lead was returned for analysis.